Manufacturer narrative:
Device has been explanted and returned to the manufacturer; therefore, product evaluation is possible. A visual macroscopic examination by a product engineer revealed that improper preparation of the endplates of the vertebrae caused the interbody device to subside into the vertebrae to break the screws. The interbody device appears to migrate to the screws.

Event description:
Date of surgery: in 2007, it was reported that a patient underwent a surgical procedure for a corpectomy with an anterior fixation system. Approximately a few days post-op, it was revealed that three screws had fractured. Patient underwent revision surgery to remove the 3 fractured screws and plate. The surgeon replaced the instrumentation with a posterior fixation system. No patient complications were reported.